Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old female was implanted with an impella 5.5 for mechanical circulatory support pre-operatively for coronary artery bypass grafting. It was reported that left ventricle thrombus was found on trans-thoracic echo (tte). The patient was reported as stable.

Manufacturer narrative:
Abiomed, inc. Submitted manufacturer report number 1220648-2024-07576 on 07mar2024. After the initial report was submitted, additional information was received on 11mar2024 stating the user facility did not find a left ventricle thrombus. This supplemental report is being filed to retract the initial report.